Event description:
Per the clinic ,the patient experienced poor performance with the device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on october 13, 2022.